Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Therefore, no root cause could be determined. However, technical support recommended replacing the front panel.

Event description:
The customer reported to vyaire medical that the (B)(6) ventilator touch screen is not responding and looks like it has liquid in it. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Therefore, no root cause could be determined. However, technical support recommended replacing the front panel.

Event description:
The customer reported to vyaire medical that the vela ventilator touch screen is not responding and looks like it has liquid in it. The reporter confirmed that there is no patient involvement associated on this event.